Manufacturer narrative:
Pump received with display, problem isolated to interface board. No audio/beep anomaly noted during testing. Unable to confirm keypad anomaly, frozen screen, time clock anomaly and unable to perform any tests due to blank display.

Event description:
The customer reported via phone call the insulin pump had a keypad and beep anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was making a high pitched noise and the buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.